Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level had been over 200 mg/dl and he noticed that the last few times he changed the reservoir, he would get air bubbles. Troubleshooting was not performed. The customer was advised on how to prime the air bubbles out. He called back the next day to complete troubleshooting for high blood glucose. Blood glucose value was 248 mg/dl; treated with the insulin pump and current value was 167 mg/dl. During troubleshooting, the customer stated there were air bubbles in the reservoir and the time was an hour behind. The alarm history had a button error alarm on 8/13/2013. The4 insulin pump passed the high pressure test. The customer was advised to change the reservoir, infusion set and insulin. The device will not be returned for analysis.